Manufacturer narrative:
Follow-up #1: date of submission 10/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: per vibe user guide page-54: pressing the button while the pump is in sleep mode will awaken the pump to one of the cgm trend graphs or the cgm data screen. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2 hr. Contrast button was pressed while the pump was in sleep, and the pump displayed cgm trend graphs as expected. The pump performs within spec, unable to duplicate ¿cgm shortcut¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 045) issue. The reporter stated that when pressing the contrast button it goes to the home screen rather than going to the trend graph. The pump is asleep when the patient presses the contrast button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.